Event description:
During product service by a service technician, a flo-gard infusion pump was found to display a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on site by a field service technician. Visual inspection and functional testing were performed and identified the battery low alarm. The cause of the alarm was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional requirements. Should additional relevant information become available, a supplemental report will be submitted.